Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated an inaccurate sensor reading that triggered a threshold suspend. The blood glucose was 56 mg/dl and sensor glucose was 114 mg/dl which is outside of the acceptable range. Troubleshooting was performed that indicated that there is no high blood glucose recorded. No harm requiring medical intervention was reported. There is no information on whether the customer will continue or discontinue use of the device.